Event description:
It was reported that the death was considered possibly related to the device. No additional information was provided.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Correction for the investigation closure date for medwatch report MFR# 2916596-2019-04206.

Manufacturer narrative:
Approximate age of device 2 months, 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. Patient expired on (B)(6) 2019, cause of death not noted at time of reported event. Withdrawal of care after patient was unresponsive from subarachnoid hemorrhage and seizures x2. It was noted that device was operating as expected. Pump parameters were within normal limits. Device will not be returned and an autopsy will not be performed. Based on available information, a device related issue cannot be ruled out. No further or additional information was provided.